Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 263 mg/dl. Reportedly, the customer did not have a back up method of insulin delivery available and declined additional follow up from tandem technical support. Tandem advised that customer contact their health care provider.